Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was unable to be interrogated with a connected rf-antenna before implantation. The device was not used. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined.